Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 600 mg/dl. The customer thought he was getting insulin, but he wasn't. It was stated that the event took place some time in (B)(6). It was believed that the event was due to user error, and he has since discontinued insulin pump therapy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.